Event description:
It was reported that the patient had been to the hospital emergency room with diabetic ketoacidosis on ((B)(6) 2025). The patient's blood glucose levels reached 658 mg/dl while wearing the pod. Symptoms reported include. Vomiting, diarrhea, fatigue, weakness and difficulty breathing. Once at the hospital emergency room the patient was diagnosed with diabetic ketoacidosis and septic. The patient was treated with intravenous fluids and an antibiotic. The patient reports they had been in the emergency room for 3 days.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.0.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.